Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist had been multiple attempts were made to reach customer but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two patients were not showing on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.